Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the transitional arm of the a2101 mayfield ultra base unit does not fit. There was no known patient contact, injury or surgery delay.

Manufacturer narrative:
Device identifier # (B)(4). The device was returned for evaluation. The device history record (DHR) was not possible as the serial number was not provided. The evaluation of the device showed that the handle closed without having the 6in transitional inserted. This will affect the intended function of the device and will need to be repaired. The teeth on the transitional are worn and will need to be replaced. Please refer the device IFU for the proper way for operation the device. The reported complaint was confirmed. The observed condition is likely caused by improperly handling /wear and tear of the device. The definite root cause cannot be reliably determined.